Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a vascular angiogram with intervention, the wire shredded while in use. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the guidewire was observed to have been cut, causing extensive damage and exposure of the core wire. The complaint is confirmed. Root cause is attributed to excessive force and damage to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.